Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis: evaluation was unable to verify customer reported incident as valid. The returned unit, passed all specific functional testing requirements. Unit has no movement when in the locked position. When the unit is properly positioned and put under pressure, the unit would not have slipped. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Unable to duplicate slippage. Probable root cause for the reported complaint is improper positioning of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Event description:
A facility reported that patient was pinned and positioned supine in the mayfield modified skull clamp (a1059) for a "craniotomy for tumor resection procedure." During the drilling to open the skull, the skull clamp slipped and lacerated the patient bilaterally. The surgeon and resident doctors undraped the patient, unpinned, repaired lacerations, and re-pinned the patient with a new mayfield to complete the procedure. Adult disposable pins were used during the surgery. The procedure was delayed for 30 to 45 minutes as they needed to suture the lacerations and re-pin the patient.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.